Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Unit had broken reservoir tube lip, missing reservoir tube o-ring and minor scratched lcd window.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.